Event description:
It was reported that during testing prior to spine surgery, it was observed that the attachment device would not ¿turn¿. As a result, there was a five minute delay to the surgical procedure. The reporter stated that the facility had to obtain a spare device from another facility. The surgery was successfully completed with the spare device. There was patient involvement. However, there were no reports of injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not rotate or function as intended. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.